Event description:
Throat was stuck [medication stuck in throat]. Swallowed a tablet of the polident denture cleanser [accidental device ingestion]. Swallowed a tablet of the polident denture cleanser [wrong technique in device usage process]. Case description: on 2024-08-12 a spontaneous case was reported in taiwan (province of china) by a(n) consumer or other non-health professional via call center representative (phone). The report concerns a(n) (B)(4) female consumer. The consumer received polident denture cleanser tablet (napc+potm+taed tablet) via unknown route for an unknown indication. Batch number and expiry date of the product is not reported. No concomitant medications were reported. On an unknown date, after an unknown time of starting polident denture cleanser tablet, the consumer experienced a medically significant medication stuck in throat (preferred term: foreign body in throat). The outcome of the event medication stuck in throat was unknown. On an unknown date, the consumer experienced a non serious accidental device ingestion and wrong technique in device usage process (preferred term: accidental device ingestion and wrong technique in device usage process). The outcome of the events accidental device ingestion and wrong technique in device usage process was unknown. The consumer's relevant medical history includes: dementia (ongoing). No drug history was reported. The action(s) taken were: for polident denture cleanser tablet was unknown. Dechallenge was unknown and rechallenge was not applicable. Causality assessment was not reported/not assessable. The reporter provided the following comment: "I want to ask, my mother who has a little dementia, seemed to say last night that she swallowed a tablet of the polident denture cleanser. Does it matter? She had seen a doctor. Because she lived with my brother in the middle of the night, he was pii years old. Because she had a little dementia, she said that her throat was stuck, and then my brother asked her what was stuck, and she showed him the polident. My brother was shocked and took her to the hospital quickly. Then she swallowed it after arriving at the hospital. Because the polident had already melted and there was nothing left. The doctor gave her stomach medicine. So, it should be okay? I don't know which one she used, because she lives with my brother, and the doctor didn't say anything unusual, so I thought it was very strange, so I wondered if that ingredient was edible. My mother is not feeling any discomfort now. Product: polident denture cleanser (unable to provide specific sku). Batch number: unavailable. Expiration date: unavailable. Consumers agree the safety team to follow up and agree to share pii information". This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences.

Manufacturer narrative:
Veeva case: (B)(4).